Manufacturer narrative:
(B)(4). An investigation was completed on (B)(6) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument. There was no patient information available. The patient was treated on the lab result. Date, time, method, pt/ inr, sample: (B)(6) 2013, 09:35, I-stat, 4.9, (B)(6); (B)(6) 2013, 10:25, stago, 3.2, (B)(6). Based on the information available at the time there were no injuries associated with this event.